Manufacturer narrative:
The customer reported that the tubing fell apart, and returned one unused sample of material 2426-0007, lot 25063154. Upon initial visual examination, the set verified the complaint of separation, at the inlet of the 2nd smart site, just below the pump segment. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by replacing the old bushings, and also revising and correcting the jigs fixture of the solvent dispenser.

Manufacturer narrative:
It was reported by customer that the nurse said tubing unexpectantly fell apart. Package product marked where tubing came a part.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that the nurse said tubing unexpectantly fell apart. Package product marked where tubing came a part.